Manufacturer narrative:
An event of one leaflet detached during explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 july 2024, a 23mm regent mechanical heart valve was selected for implant. During implant, one of the retention sutures ruptured while the valve was being tied. After implanting the valve, one suture from the 2-0 ethibond suture was fractured during knotting. The sutures were removed and the regent valve was explanted. Post-explant, it was observed that one leaflet was dislodged from the pivot. The dislodged leaflet was in one piece and removed from the patient. The valve was not rotated with the valve rotator and no instruments encountered the valve prior to seeing the dislodged leaflet. The dislodged leaflet was not attempted to be reinserted. A new 23mm regent mechanical heart valve was successfully implanted. The patient was hemodynamically stable throughout the procedure. No clinically significant delay was reported. The patient was reported to be in stable condition.